Event description:
It was reported that a patient presented in-clinic with reported discomfort and arrhythmia. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited signal artifact. Surgical intervention was planned. The patient was stable throughout.